Event description:
Info received from the affiliate. At the end of may pt reported decreased visual acuity and red eyes to their ecp and was given an appointment in 2 weeks. In 2004 the pt awoke with a "bubble" on the cornea of od and was seen by their ophthalmologist that day. The pt was diagnosed with abscess on both eyes, right eye was worse then left. In june the pt reported more redness and pain and was referred to a hospital. A sample of the cornea was cultured. Complete treatment info has not been received. Visual acuity was not provided but was described as poor. The pt said reported that they had been in a swimming pool with their lenses. The batch record did not show any abnormalities in monomer and solution testing. All parameters were within specification. All sterilization requirements were successfully completed. No additional info at this time. Corneal abscess of other eye on medwatch report 1033553-2004-00018-350537.